Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a 48-year-old female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included jaw pain, sore throat, redness, cellulitis, malnutrition, swelling of tongue, dysphagia, odynophagia, throat pain, pain pharynx, neck swelling, type 2 diabetes mellitus, irregular menstruation, nabothian cyst, adenomyosis, leiomyoma nos, paratubal cyst and ovarian cyst. The bilateral microinserts are in the fallopian tube with the proximal end of the inner coil appearing less than 30 mm from the uterine cornua. Previously administered products included for an unreported indication: doxycycline., naproxen, magnesium sulphate, potassium chloride, ondansetron, fentanyl, benadryl, hydromorphone, ketorolac, metoclopramide, cephalexin, ketorolac and sodium chloride. Concurrent conditions included tooth extraction, vision abnormal, eyelid ptosis, dizziness, concha bullosa, intracranial hemorrhage, nasal septum deviation, exophthalmos, dysphagia, diarrhea, myasthenia, left lower quadrant pain, nausea, vomiting, diverticulitis, urinary tract infection, hypokalemia, flank pain, tenderness, tonsillitis, pulmonary congestion, obesity, hypomagnesemia, sore throat, edema lower limb, swelling of legs, flushed face and peripheral swelling. Concomitant products included pyridostigmine bromide (mestinon) since 25-aug-2018 for myasthenia gravis as well as insulin lispro since 2006 and metformin since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("infection: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraine"), headache ("headache"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced myasthenia gravis (seriousness criterion medically significant), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 17-dec-2020. At the time of the report, the pelvic pain, myasthenia gravis, abdominal pain, pain in extremity, vaginal infection, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, migraine, myasthenia gravis, pain in extremity, pelvic pain and vaginal infection to be related to essure. The reporter commented: there were 3 of trailing coils on the right side and 3 of trailing coils on the left side. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: lack of contrast limits evaluation of solid organs and bowel. Degenerative changes affect the spine. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Uterine cavity is unremarkable with no spillage of contrast into the peritoneal cavity, suggesting fallopian tubal blockage. The bilateral micro inserts are in the fallopian tube with the proximal end of the inner coil appearing less than 30 mm from the uterine cornua.. Pathology test - on 17-dec-2020: final diagnoses; uterus, cervix, bilateral fallopian tubes and right tubal segment, 119 grams. Benign cervix. Nabothian cysts. Proliferative endometrium . Adenomyosis. Hyalinized leiomyoma bilateral fallopian tubes with no pathologic diagnosis, both containing essure implants in the proximal portion. Benign paratubal cysts associated with the right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal infection, depression, mental anguish, dyspareunia, myasthenia gravis., migraine, headaches, anemia, dysmenorrhea, dyspareunia, abdominal pain and pelvic pain. Lot number: 822363 manufacturing date: 2011/01 expiration date: 2014/01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a (B)(6) year-old female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included jaw pain, sore throat, redness, cellulitis, malnutrition, swelling of tongue, dysphagia, odynophagia, throat pain, pain pharynx, neck swelling, type 2 diabetes mellitus, irregular menstruation, nabothian cyst, adenomyosis, leiomyoma nos, paratubal cyst and ovarian cyst. The bilateral microinserts are in the fallopian tube with the proximal end of the inner coil appearing less than 30 mm from the uterine cornua. Previously administered products included for an unreported indication: doxycycline., naproxen, magnesium sulphate, potassium chloride, ondansetron, fentanyl, benadryl, hydromorphone, ketorolac, metoclopramide, cephalexin, ketorolac and sodium chloride. Concurrent conditions included tooth extraction, vision abnormal, eyelid ptosis, dizziness, concha bullosa, intracranial hemorrhage, nasal septum deviation, exophthalmos, dysphagia, diarrhea, myasthenia, left lower quadrant pain, nausea, vomiting, diverticulitis, urinary tract infection, hypokalemia, flank pain, tenderness, tonsillitis, pulmonary congestion, obesity, hypomagnesemia, sore throat, edema lower limb, swelling of legs, flushed face and peripheral swelling. Concomitant products included pyridostigmine bromide (mestinon) since (B)(6) 2018 for myasthenia gravis as well as insulin lispro since 2006 and metformin since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("infection: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraine"), headache ("headache"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced myasthenia gravis (seriousness criterion medically significant), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, myasthenia gravis, abdominal pain, pain in extremity, vaginal infection, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, migraine, myasthenia gravis, pain in extremity, pelvic pain and vaginal infection to be related to essure. The reporter commented: there were 3 of trailing coils on the right side and 3 of trailing coils on the left side. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: lack of contrast limits evaluation of solid organs and bowel. Degenerative changes affect the spine. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Uterine cavity is unremarkable with no spillage of contrast into the peritoneal cavity, suggesting fallopian tubal blockage. The bilateral micro inserts are in the fallopian tube with the proximal end of the inner coil appearing less than 30 mm from the uterine cornua. Pathology test - on (B)(6) 2020: final diagnoses; uterus, cervix, bilateral fallopian tubes and right tubal segment, 119 grams, benign cervix, nabothian cysts, proliferative endometrium, adenomyosis, hyalinized leiomyoma, bilateral fallopian tubes with no pathologic diagnosis, both containing essure implants in the proximal portion, benign paratubal cysts associated with the right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal infection, depression, mental anguish, dyspareunia, myasthenia gravis., migraine, headaches, anemia, dysmenorrhea, dyspareunia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- case become serious incident. New reporter, lab data, medical history, removal procedure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.